Manufacturer narrative:
UDI number: na.

Event description:
The recipient is reportedly experiencing sound quality issues. External equipment was exchanged, however, the issue did not resolve. Revision surgery will be scheduled.

Manufacturer narrative:
The recipient's device was explanted. The recipient was reimplanted with another advanced bionics cochlear device.

Manufacturer narrative:
The external visual inspection revealed cuts on the silastic over-mold at the fantail region and a dent on the bottom cover prior to receipt. These are believed to have occurred during revision surgery. The device passed the photographic imaging inspection. System lock was verified. The device passed some of the electrical tests performed. The device failed the residual gas analysis test. This device had moisture that exceed the residual gas analysis test limit. The source of the problem was a feed thru hermeticity issue from one feed thru vendor. A corrective action was implemented. Feed thru assemblies from this vendor are no longer used. This is the final report.